Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the tracker was attached to the capstone trials as per standard surgical technique, however it failed to be recognized by the navigation system. The site attempted other methods to make it work such as checking the balls for blood, water, etc. And even changed the balls, however the tracker was still unable to be read. The surgeon was unable to use the capstone trials for the rest of the procedure, and utilized non navigated trials for interbody sizing. After the case, the capstone trails on another tracker and the others worked well. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: it was further reported that when the navigation was aborted, the anesthesia had already been administered to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the tracker was attached to the capstone trials as per standard surgical technique, however it failed to be recognized by the navigation system. The site attempted other methods to make it work such as checking the balls for blood, water, etc. And even changed the balls, however the tracker was still unable to be read. The surgeon was unable to use the capstone trials for the rest of the procedure, and utilized non navigated trials for interbody sizing. After the case, the capstone trails on another tracker and the others worked well. There was no impact on patient outcome. It was further reported that when the navigation was aborted, the anesthesia had already been administered to the patient.